Event description:
On 01/23/2009, the patient reported that in 2009, while removing the insulin cartridge from the infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in insulin spilling into the chamber. At that time, she did not dry out the chamber after removing the plunger, and today she noticed moisture in the cartridge chamber. She said she removed the cartridge and dried out the chamber with a cotton swab. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.